Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and reported obtaining a message of ¿high¿ on her blood glucose monitor earlier that afternoon. The patient reported feeling nauseous at the time she obtained message of high. The patient informed the animas representative that she gave herself a correction at the time of ¿high¿ message and ½ hour prior to contacting animas. At the time of the call, the patient stated her current blood glucose was 557 mg/dl. At the time of troubleshooting, the patient claimed that she discovered the pump had no power at approximately 2:30pm that afternoon. The patient mentioned that she believes it powered off during the middle of the night when she was sleeping. The patient stated she replaced the pump¿s battery when she became aware of power issue and confirmed pump powered on with no issues. Review of pump alarm history indicated a replace battery alarm at (B)(6) 2013 at 00:30. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient¿s alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to acknowledge the alarm.